Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds, and when attempting to place the lead, the helix was extended and would unexpectedly retract. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.